Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type: lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 08-mar-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) ubd: 07-feb-2023, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was to get MRI information. The caller indicated that the md reported that they were planning to do a scan for a patient that was going to have a lead revision. The patient has some high impedance values with the system. The MRI facility was not willing to conduct an MRI. The md contacted the rep to ask about MRI eligibility and impedances. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed MRI information. The caller will follow-up with the patient and physician.

Event description:
It was reported that one of the leads was explanted on (B)(6) 2025 and replaced. Registration shows the ins was also replaced, but one lead still in use. Additional information was received from the manufacturer representative (rep). The rep reported the ins was also replaced, but did not clarify why. The cause of the high impedances was not determined, but that the issue is resolved.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2025-15932 follow up: 001: not all information included, continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2019: product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.